Manufacturer narrative:
Intuitive surgical, inc (isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis was unable to reproduce the reported failure. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. The axis 7 motor will be replaced as a precaution. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted procedure, the customer experienced a fault on the left master tool manipulator (mtm). After power cycling the system and resetting the surgeon side console breaker (ssc), the intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and verified an error had occurred on the mtml. Isi followed up with the customer who stated that after they had recovered from the initial fault, the issue persisted. At that time, the surgeon made the decision to complete the da vinci procedure using another patient side cart. The procedure was completed successfully and no patient harm, adverse outcome or injury was reported. An isi field service engineer (fse) was dispatched to the facility and verified the error had occurred on the mtml. To resolve the issue the fse replaced the mtml. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc.